Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported the patient faced a kinked cannula on (B)(6) 2024. The issue occurred with ten infusion sets used for a few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1879848 - MDR 3003442380-2024-06218 - device 6 of 10.